Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (125mg, ongoing, route, frequency not reported) and ceftazidime injection (625mg each bag, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.